Event description:
The valve-in-valve procedure was reported to be successful and patient outcome reported as good.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Serial number) remains unknown. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that a bioprosthetic mitral heart valve underwent valve-in-vale intervention with a transcatheter valve due to unknown reasons. The implant duration of the surgical valve is unknown. No additional details were provided.